Event description:
The duett was deployed following an interventional procedure, via a 6 fr sheath in the right common femoral artery. Following the procoagulant delivery, and before proper pressure was applied to the site, the device pulled out of the artery site. Manual compression was held at the site, and a pressure dressing was applied. The patient experienced swelling at the site and an ultrasound confirmed a large hematoma. Treatment consisted of manual compression and was successful. The event was resolved with no further complications.